Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could be attributed to unknown patient or surgical factors. DHR review: the DHR was unable to be located. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00295.

Event description:
It was reported that two zyston straight lordotic spacers fractured intra-operatively; one spacer was inserted from each side (left and right), and the same issue occurred on both sides and the procedure was completed using alternative devices. The spacers were discarded at the facility. There was no patient impact. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two zyston straight lordotic spacers fractured intra-operatively; one spacer was inserted from each side (left and right), and the same issue occurred on both sides and the procedure was completed using alternative devices. The spacers were discarded at the facility. There was no patient impact. This is report one of two for this event.